Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. The patient was seen for a refill on the day of the report and the event logs showed that a ¿pump reset¿ and ¿pump is in safe state¿ occurred on the day prior to the report. The patient reportedly heard the alarm around 12:45 hours. The patient experienced increased tone, spasticity, and pain. Before the pump was refilled, the patient received a 25mcg bolus and reported feeling better after, but the patient still felt sleepy. The timing of the symptoms was reportedly consistent when the pump went into safe state. The reporter was instructed to program the pump back to the desired prescription and to monitor the pump and patient going forward. The reservoir volume was stated to be within the expected range. It was also stated that the patient felt better after the refill. The patient was to be supplemented with oral medication (baclofen and oxycodone), should she experience withdrawal symptoms. It was thought that the patient should not need any further oral baclofen at this point. The safe state did not occur during a pump update, while a flex bolus was in use, or associate with electromagnetic interference (emi) or mris. The pump was used to deliver morphine, bupivacaine, and baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.